Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their bladder is still filling up "5-500 mg." It was stated that the patient was currently in the hospital and just had surgery for a feeding tube that was not related to the device or therapy. When asked to clarify the patient had to go as they were getting an incoming call. However, the patient had already notified he healthcare provider (hcp) about the adverse event. Follow up information received from the patient on sep-29 reported that during the week of (B)(6) 2016 they had the surgery and were in the hospital for 1 week, and that they started having the bladder filling up issue during the hospital stay. It was confirmed hat the feeding tube placement surgery led to the bladder filling up, and that the patient had no concerns with the device or therapy. To resolve the bladder filling up issue the patient undergoes catheterization, and the issue has resolved. Indication for implant is urinary dysfunction/sacral nerve stimulation gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.